Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touchscreen would intermittently be unresponsive when attempting to unlock it. After multiple attempts, the screen would unlock. The customer's blood glucose level was not impacted. The customer was to continue to use the pump to manage diabetes.